Manufacturer narrative:
Concomitant product : kdr401 ipg implanted unk.

Event description:
It was reported that during a routine system upgrade procedure from implantable pulse generator (ipg) to cardiac resynchronization therapy defibrillator (crt-d), patient anatomy considerations were noted - specifically, the venogram showed partial occlusion and the coronary sinus (cs), including veins coming off the cs, were large. The right ventricular (rv) lead was implanted after vein dilation, but dislodged as the left ventricular (lv) lead delivery catheter was being inserted. Thiscatheter insertion also caused the anchoring sleeve to slip so the rv lead needed to be snared through the groin for removal. The lv lead was placed, but then dislodged also. Neither lead was implanted, and the ipg and chronic pacing leads were re-activated/re-used. No patient complications have been reported as a result of this event.